Event description:
A surgeon reports the system exhibited a secondary energy error during surgery. The system was rebooted, but the issue was not resolved. The pt was moved to another laser platform to complete the surgery. No pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).